Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the patient event for review. Upon review of the electronic patient records, physio-control observed that each of the 13 defibrillator charges were disarmed by the device user by pressing the device's selector knob, including the defibrillator shock attempt that is the subject of this complaint (at 10:05). Physio-control evaluated the customer's device. Proper device operation was observed during functional and performance testing. The device was subsequently returned to the customer for use. Based on the information available, physio-control concluded that the cause of the reported issue was use error.

Event description:
The customer contacted physio-control to report that their device failed to deliver therapy during an event. The customer advised that the patient, a (B)(6) year-old male, had experienced cardiac arrest in his home. The event was not witnessed and the patient had an unknown downtime from when the cardiac event began and first responders arrived. CPR was then started by law enforcement who were the first to arrive on scene. Law enforcement connected their AED to the patient. The customer advised that the AED gave a ¿no shock advised¿ decision. CPR was continued by law enforcement until ems arrived with their device. The ems crew then connected the AED¿s heartsync therapy electrodes (lot code # y031218-02, expiration date 3/2021) to their device via a quik-combo therapy cable. The customer advised that it is their practice to monitor the patient and charge the device prior to analyzing the rhythm. The customer advised that this practice of pre-charging the device was followed consistently throughout the event. The customer advised that the patient was not in shockable rhythm for the first several initial rounds of ems resuscitation. CPR was maintained by ems throughout the event. At 10:05pm ems personnel advised that they attempted to shock the patient but were unsuccessful. Personnel checked all connections, but found no discrepancies. They then replaced the heartsync therapy electrodes with a set of physio quik-combo therapy electrodes (lot code # 722623, expiration date 2/2020) but that did not resolve the reported issue. A backup lifepak® 12 was brought to the scene and personnel then connected the same physio brand electrodes to the backup device, and at 10:17pm personnel successfully delivered one (1) manual 200 joule shock to the patient. At 10:22pm a second manual 300 joule shock was then successfully delivered to the patient. The patient was transported to a local emergency department (ed) for care. The customer advised that the physio brand quik-combo therapy electrodes were left on the patient for ongoing resuscitation attempts in the ed. The patient did not survive the event. The customer advised that the only known recent patient history was reported dizziness, attributed to a longstanding inner ear issue. Additionally, the patient had recently lost 60lbs through diet controlled dieting. The customer, ems chief, stated that he is not sure if the device use contributed to the patient¿s outcome, telling physio that he ¿¿ was not sure if the issue with not delivering therapy for the few extra minutes it took to troubleshoot and then get the lp12 on scene had anything to do with it or not.¿ the customer further advised that following the event they tested their device using a test load and were able to successfully charge and shock at 200 and 360 joules, respectively.